Manufacturer narrative:
The complaint of leakage on flow regulator could be confirmed on the used/returned 142560488, primary plum set. The set was attached to an ICU medical-provided IV bag, primed per packaging directions and a leak was observed. Upon insertion into a plum pump a cassette error occurred, and the cause of the error is unknown. The set was leak tested per product specification and a leak was observed on the flow regulator of the cassette. The cassette was disassembled to examine the seal. Leakage was observed from the gate of the cassette seal. The defect was determined to be due to subflash during molding. The probable cause of the subflash and subsequently the leakage from the flow regulator of the cassette is due to the tip or the insert of the mold breaking during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 05dec2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Leakage of an unspecified solution on the flow regulator was reported during infusion. The device was connected to ch3034 and ch14. There was no physical damage observed on the device. There was no report of human harm associated with the complaint/event.